Event description:
It was reported that a flo-gard infusion pump had a "mark alarm". It was not specified when in the process this occurred. There was no report of patient involvement or patient injury in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, an infusion test, and a review of the alarm log were performed. A downstream occlusion alarm occurred during the infusion test. The review of the alarm log identified the same downstream occlusion alarm. The cause was determined to be due to an out of calibration occlusion sensor. To correct the condition, the occlusion sensor was calibrated. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.